Manufacturer narrative:
(B)(4). Voluntary medwatch report number (B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. A voluntary medwatch report was received on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.